Manufacturer narrative:
Sections with additional information as of 19-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated that he had called his doctor's office but that the doctor had not been in. Customer stated that the truemetrix meter is working fine and he has no concerns with the products.

Event description:
Consumer had initially called to inquire what a normal reading would be for him. Customer then reported complaint for high blood glucose test results. Customer contacted his doctor because his glucose levels have been going up while using product. Customer does not know if its due to his diabetes or the truemetrix meter.